Event description:
It was reported that the patient presented with the inability to inflate his inflatable penile prosthesis ipp device. A revision surgery was performed, during which time the physician confirmed that both cylinders were shredded and had tissue ingrowth. The device was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4).